Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and during the procedure while drilling the 2.5 x 40mmprovisional fixation pin into the distal hole of an evos proximal tibia plate the pin snapped just below the ball of the pin. The surgeon extracted the broken pin with vise grips and placed a permanent screw in its place. It was communicated that no harm or injury came to the patient during the delay, the surgeon was ultimately satisfied with the outcome and does not anticipate any future medical interventions. Since no harm to the patient is being reported no further medical assessment is warranted. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that surgeon attempted to place 2.5 x 40mm provisional fixation pin into the distal hole of an evos proximal tibia plate. After drilling the provisional fixation pin halfway across the diaphysis the pin snapped just below the ball of the pin. Surgeon extracted the broken pin with vise grips. All pieces could not be retrieved from patient.